Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a conclusive cause for the balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 7x200mm armada 35 balloon catheter ruptured during first inflation at 11 atmospheres. The procedure was successfully completed with a new armada 35 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.